Event description:
The customer reported that after a revision of total knee procedure the patient fell and the staples did not hold. The surgeon reported that the staples looked like pieces of twisted metal. The wound was re-stapled. No additional patient consequence reported. The device has been discarded. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4).